Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on approximately (B)(6) 2016. The patient manages her diabetes through a fixed dose of insulin. The patient claimed obtaining blood glucose readings of ¿4.7 mmol/l¿ with the subject meter and ¿2.5 mmol/l¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient denied taking any action outside of her usual diabetes management regimen in response to the elevated results; she took her normal dose of medication (unspecified). Immediately after the alleged product issue occurred, the patient stated that she developed the symptoms of "weakness" and "slow movement". She associated these symptoms with hypoglycemia. The patient denied receiving any treatment in response to these symptoms. During troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample site. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.